Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
The physician gained access in the left femoral artery. Once the .035 wire was across the bifurcation a 6fr ansel was pulled to gain contralateral access. (The aorta and iliac arteries were small in size and calcified). When trying to advance the sheath, the physician had difficulty to the point where he was no longer able to advance the sheath. He then tried to pull the sheath back and he noticed that it was difficult to withdraw the sheath. The physician also noticed the outer sheath had failed and the wire inner structure had started to unravel. With the dilator still in place, the physician advanced the proximal sheath toward the distal sheath to try and close the gap between the two parts. The physician then placed another manufacturer's balloon through the sheath and inflated it. The hope was that he could pull the balloon to the tip of the sheath and that this would help to keep the sheath intact and help to withdraw it. This helped but then the balloon fractured from the shaft. The fractured part then lodged in both the right and left renal artery. (Both renal arteries were stented). The two parts of the sheath were then retrieved and then the physicians tried to retrieve the fractured balloon. They tried with vascular retrieval forceps, amplatz snare and coronary biopsy forceps. The balloon was finally captured with the coronary forceps and failure to pull it into the 7fr sheath caused the balloon to drop into the right iliac artery. (Right iliac had one maybe two stents). The balloon was eventually snared with the amplatz snare and retrieved from the body.